Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was duplicated, a cassette was attached and testing could not be completed due to "cassette not attached properly" alarm displayed. The downstream sensor was also failing the pressure test. Replaced the downstream sensor. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not attached properly alarm. No patient consequences were reported. No adverse effects were reported.